Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the essenz hlm system. The incident occurred in london, canada. Through the analysis of the video received regarding the reported issue, it is shown that the arterial clamp did not close at flows greater than 500 ml/min and negative flow. Moreover, livanova learned that the arterial clamp worked as expected during other simulations such as bubble and level alarms. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a essenz hlm system did not alarm at negative flow, not triggering arterial clamp closure. Centrifugal pump was tested both under 1500 and over 1500 rpm. The issue occurred during a training/demo session. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: investigation done by livanova r&d department confirmed that the issue can be reproduced and the event was caused by an anomaly. In particular, the negative flow alarm after manual clamp opening becomes only re-activated, if the flow is greater than 0.5 lpm and the user has increased the rpm by minimum 1. If the positive flow is generated, e.g. By re-clamping without knob actuation, it is still suppressing the alarm later on. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See inital report.

Manufacturer narrative:
**UDI related data quality updates only** d1. Brand name has been corrected and updated in the dedicated section.

Manufacturer narrative:
H10: a deep analysis of the reported event was carried out with livanova r&d dept. The workflow shall be intended to perform retrograde autologous priming at the beginning of the bypass procedure. For this purpose, since the process foresees a retrograde flow, the negative arterial flow alarm is suppressed after opening the clamp via the button. The condition is ended as soon as a positive flow of 0.5 lpm or higher is generated (by design). As per the actual behavior of the console, if the arterial flow increases above 0.5 lpm without rotating the arterial knob, the system still suppresses a subsequent negative flow alarm. This is no longer true if the knob has been moved in the meantime. This is by design and the implementation of the behavior is correct, but the requirement does not meet the intention of the user. The expected behavior should be that the the surveillance for negative flow is reactivated, independent of a knob rotation, if after opening the arterial clamp via button the flow has exceeded 0.5 lpm. Based on the gathered insight, the expected behavior of the machine does not have the potential to cause patient death or serious injury as the negative arterial flow can only be generated when the arterial pump (non-occlusive) is stopped and the arterial clamp is manually re-opened (as soon as the arterial pump stops, the clamp closes). Consequently, the possibility that the negative flow problem goes undetected is unlikely and the perfusionist can intervene at any time by interrupting the negative flow with a clammer (or by intervening on the arterial knob). Negative flow in ¿post-priming¿ situations may be necessary for retrograde autologous priming which is a common clinical practice. Therefore, in this situation it is the perfusionist who decides to open the clamp. Based on this rationale the event has been re-assessed as not reportable.

Event description:
See initial report.